Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will befiled as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, was observed that the suture was frayed and broken; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l01966, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. This breakage is more associate to procedures variables such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. However, it cannot be conclusively affirmed. As per IFU, the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated. When performing the visual inspection, the covering sleeve was removed to verify the presence of the plates, however, they were not returned. The suture was not returned. The applier needle has no structural anomalies that can interfere with a good deployment. The trigger was tested several times, it performed as intended, the spring pusher has no structural anomalies. A manufacturing record evaluation was performed for the finished device 9l01966 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The customer reported a broken suture, however they did not return the broken suture to be evaluated. A possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure. A sharp instrument may touched the suture during deployment, also an excessive force may was applied to the suture while tightening, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6)2022 , it was observed that the suture on the truespan meniscal repair system peek 24 degree device was broken off. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.